Event description:
It was reported that a small volume infusor did not flow. This occurred during priming; further described as ¿stopped during priming infusion at the hospital¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured february 11, 2022 - february 12, 2022. The device was received for evaluation. The unit contained 101ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed on the unit and the results were within the product¿s specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.